Event description:
Rusch 3 way couvelaire tip catheter, soft simplastic, 7.3mm/30ml was inserted in the operating room by the urology surgeon, and the balloon was properly inflated with the 30cc of sterile fluid provided. The catheter was secure in the bladder when the pt completed the surgery. A few hours after surgery, nurse noted that the catheter had come out of the pt and the balloon was deflated. This necessitated inserting another 3 way catheter. The urology surgeon reports that this is the 2nd time this has occurred with this particular type of catheter; the first malfunctioning catheter was not kept.